Event description:
It was reported that a power source alert occurred. There was no reported impact to customer's blood glucose. Customer support instructed the caller to plug the wall adapter into a working outlet for at least 30 minutes to resolve the issue.